Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was rep. Called in and mentioned the pt had a 2 x 4 surgical paddle and rep. Was looking at an impedance report for the pt and noticed the 4-7 contacts on the report were elevated impedance("completely out"). Rep. Said they did not know if the impedance results for 8-11 were within range. Rep. Said the impedance for 0-3 were within range. Rep. Said hcp would like to know if one side of the surgical lead end could be pulled out of the connector block and then if that channel could be filled with a separate percutaneous lead. Tss reviewed off label request and discussed options. Tss understood that the rep. May be interpreting impedance results incorrectly or that the lead select screen may be set up incorrectly. Tss also reviewed lead connection and lead configuration considerations.

Event description:
Patient stated they had a new program, change in positioning. Patient stated in upright position nothing was felt right. When laying down they had severe muscle stimulation; muscles in torso begin to jump and it is painful. Patient stated they changed intensity so that they can no longer feel it when sitting or horizontally. Issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.